Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure was a physically damaged response buttons. The response button covers and switches were missing. The root cause for the missing switches was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned a patient's monitor and reported that the monitor had damaged response buttons.